Manufacturer narrative:
Device will not be returned.

Event description:
Customer reportedly received the following results within 10 minutes on the advantage system, using 2 separate strip lots: 403 mg/dl (lot 552071) and 135 mg/dl (552003). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect lot 552071. (B)(4).